Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect of thrombosis. A conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined. It should be noted that the reported patient effect of an emboli (thrombus/thrombosis), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus observed on the cclip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Heparin (5000 units) was given. Prior to transseptal crossing, thrombus was noted in the right ventricle, and then thrombus disappeared. The steerable guide catheter (sgc) was advanced without issue, however after the cds was inserted in the left atrium, thrombus was visible on the cds for a short time. Another 5000 units of heparin was given and thrombus disappeared. The activated clotting time (act) was >300 after transseptal crossing. The procedure was continued without issue. One clip was implanted, reducing mr to 1-2. There was no adverse patient sequela. The patient is stable. No additional information was provided.